Manufacturer narrative:
Evaluation of the returned lantern revealed kinks in its mid-shaft. If the lantern is forcefully advanced against resistance, damage such as this may occur. Further evaluation of the device revealed distal ovalization. This damage was likely incidental to the complaint. During functional testing, the lantern was able to advance through a demonstration benchmark without issue. The root cause of resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance. This report is associated with MFR report number: 3005168196-2021-01235.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01235.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using a lantern delivery microcatheter (lantern) and a non-penumbra angiographic catheter. During the procedure, while advancing the lantern through the angiographic catheter, the lantern became stuck in the middle of the angiographic catheter. Subsequently, the physician retracted the lantern, flushed the angiographic catheter, and inspect the inside of the angiographic catheter by advancing a guidewire through it. However, when advancing the same lantern through the angiographic catheter, the same issue occurred. Therefore, the lantern was removed. The physician then advanced a new lantern through the same angiographic catheter against resistance to the target lesion and completed the procedure. There was no report of an adverse effect to the patient.